Manufacturer narrative:
On 12-feb-2020, mentor failure analysis lab received the device for evaluation. Device evaluation summary: according to the information reported the patient experienced a rupture in the breast implant. During visual evaluation of the device it was observed a tear in posterior view, measuring approximately 0.6 cm, additionally siltex cracking was observed in the edge of the rupture. The evaluation determined that the rupture is consistent with a siltex cracking rupture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 450cc mentor memorygel breast implant and experienced postoperative bilateral rupture. Rupture was confirmed by ultrasound and MRI. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. This medwatch report is for the left-sided implant.